Manufacturer narrative:
Product event: (B)(4). Patient demographic information is unavailable, communication still in progress to obtain information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ICD change out, the surgeon reported the cut and coag buttons on the plasmablade device were reversed. It is unknown if the physical buttons were reversed on the device or if the generator displayed reverse activation. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.